Event description:
Patient procedure was completed and the closure device was used to seal the access point to the femoral artery. The device demonstrated a significant filling defect and migrated inside the femoral artery. The patient required a surgical procedure to remove the device. Ultrasound detected migration of the device.